Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected field: h4.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) had blood back malfunction. No patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service technician (fst) explained that this was due to the balloon not inflating/supporting the patient. Complaint information collected for both the balloon and console. Biomed came to the bedside per hospital protocol to pick up both the balloon and the console. Kit will be sent to biomed. A getinge field service engineer (fse) have evaluated this machine. Awaiting for customer to accept the po. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a.